Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The distal tip of the cutting wire was detached from the tube, but the cutting wire was not broken off. As a measurement result of the length of the cutting wire and the cutting wire coating, there was no abnormality. The manufacturing record was reviewed and found no irregularities. As a result of evaluation of omsc, there was no malfunction which caused or might cause the fragment to fall inside the patient.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endoscopic sphincterotomy, the subject device was used. The cutting wire of the subject device was broken off. It was also reported that it was partially missing. There was no patient injury reported. No further information was provided. This is the report regarding the missing of the cutting wire.